Manufacturer narrative:
The reported event of a battery which would not hold a charge could not be confirmed on the returned unit, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The time it took to discharge the battery to 12 v at 1 a was 4 hours and 17 minutes. This is comparable to the discharge rate of other working batteries. No failure detected, the reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient brought in a battery to the clinic that was not able to hold a charge. The battery would be fully charged when connected to the controller and after a few hours the controller would alarm that it needed to be exchanged. The battery was replaced with no reported effect on the patient. Additional information was provided on 8/19/2016 indicating that there was a premature loss of power and as a result the low priority battery low/change battery alarm sounded. The battery's state of charge when the controller alarmed is currently unknown. The patient had this issue dealt with as an outpatient and was returned home. No further information was provided.